Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer¿s blood glucose level was 190 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.